Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing broke off, of the site which caused her to replace her infusion. At the time of the incident, her blood glucose level was 350 mg/dl. There was no damage to the infusion sets when the package was first opened. This issue occurred with four infusion sets. Reportedly, she changed her infusion set and resumed insulin successfully. No further information available.